Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504 mg/dl range with moderate ketones. A correction bolus via the pump was delivered to address bg. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.